Event description:
Clinician responded to an ail alarm on se gold pump. Clinician noted substantial air all the way down the lower portion of the tubing, extending from the base of the accuslide to include nearly all the distal portion of pvc tubing to where it was connected to a uvc line. When the set was removed from the pump in order to dislodge the air, the tubing separated at the base of the accuslide. Report states that this involved air into the uvc line and subsequent loss of the line. No patient injury.